Event description:
It was reported that during the implant procedure, it was difficult to position the right atrial (ra) lead with appropriate measurements. The atrial capture thresholds were reported to be inappropriate and the ra lead had to be repositioned several times before an appropriate threshold could be obtained. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.